Manufacturer narrative:
Other text: h3: one cadd solis vip pump was returned in good physical condition. The event history log was unavailable. Occlusion and functional tests were performed and verified through the status screen menu. The reported issue was able to be repeated and duplicated multiple times. The air detector was not operating as intended. The air detector will be replaced to resolve the issue.

Manufacturer narrative:
Additional information received by smiths medical on 08-jul-2020 that there was no patient injury.

Event description:
Information received indicating that a smiths medical cadd solis vip pump alarmed air in line. No adverse effects reported.